Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (500 mcg/ml at 242.37 mcg/day) via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported that the patient relocated and had a hard time finding someone to fill their pump. The patient's pump eventually went dry. The hcp stated that the patient did go through withdrawal and had taken oral baclofen but that resolved. The patient stated that the patient had been hearing the alarm for several weeks. The hcp stated that they did not read the logs to confirm the date of the empty reservoir alarm; however, the pump was last updated on (B)(6) 2021 and based on their calculations, the pump would have gone empty end of september or beginning of october. The hcp stated that the patient was coming back on (B)(6) 2021 or (B)(6) 2021.